Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The customer reported to baxter that they found transfer set leakage after closing it. This problem was found during patient use. There was no patient injury reported.

Manufacturer narrative:
The reported field event was verified in the laboratory. Analysis found the device's functionality was normal, and no high current measurements were detected. The power consumption measurements of the device were normal. The battery was returned to the vendor for further analysis. An internal anomaly was found that resulted in the premature battery depletion reported in the field.

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced.